Event description:
It was reported that during a rotator cuff surgery the anchor broke. All parts were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1927bct-475-1 corkscrew®, batch 15427060, was received for investigation. Visual inspection shows that the device was received disassembled, and the anchor is warped/damaged. Functional testing was not performed as the device was damaged. The method used to prepare the bone, as well as the bone quality encountered during the procedure, was not provided. Most likely cause can be attributed to misuse, which may include: improper bone preparation, misaligned insertion, prying or leveraging the screw during insertion.